Manufacturer narrative:
The reported issue was confirmed. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The serial number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "indications: the bd sensica¿ urine output system is an automated system for continuous monitoring of urine output (uo) and core bladder temperature when connected to a temperature-sensing foley catheter. Target population: the bd sensica¿ urine output system is intended for bedside monitoring of urine output for any patient with an indwelling, urological catheter, drainage tubing and collection bag, typically in critical care settings or where close monitoring of urine output is desired. The bd sensica¿ urine output system is also intended for monitoring core bladder temperature when used with the bd sensica¿ temperature monitor module and a bd 400 series temperature-sensing foley catheter or equivalent." Correction: f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse conveyed there was a sensica device that was displaying 0ml in the current hour, even when urine output (uo) was being collected during that hour. However, once the device changed over to the next block, the current hour which the device displaying was the first previous hour, updated with the actual urine output (uo) that was collected during the hour.

Event description:
It was reported that the nurse conveyed there was a sensica device that was displaying 0ml in the current hour, even when urine output (uo) was being collected during that hour. However, once the device changed over to the next block, the current hour which the device displaying was the first previous hour, updated with the actual urine output (uo) that was collected during the hour.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.